Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test.". The patient's medical history included weakness, nausea and cervical cancer. Concurrent conditions included uterine fibroid, discomfort, (B)(6) oropharyngeal squamous cell carcinoma, chronic salpingitis and leiomyoma nos. In 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue,"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("other injury(ies) or complication (s) please describe: bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dyspareunia, vaginal discharge, fatigue, abdominal distension and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, dysmenorrhea, migraine, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dyspareunia (painful sexual intercourse), pain , vaginal discharge, fatigue, other injury(ies) or complication (s) please describe: bloating. Abdominal pain, she didn¿t went confirmation test were added. Outcome of all events from unknown to recovered/resolved were updated. New reporters and concomitant conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.